Manufacturer narrative:
(B)(4) - mesh to plastic needle detached. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. When the surgeon went through the tissue with the needle, the plastic trocar broke and the mesh separated from the needle. Another like device was used to complete the procedure. There were no adverse patient consequences.